Event description:
It was reported that when the programmer was started, an error message was immediately displayed on the screen with no option to proceed with the start-up. Several times, the start-up could be resumed by physically moving the screen a couple of times, which caused the programmer screen to change to the expected screen at a successful start-up. Later, the 'moving of the screen' no longer worked and the programmer only displayed the previously stated error message with no other options. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the stylus had an intermittent problem, an error intermittently displayed on the screen a nd there were beeps from the speakers. The speaker was short-circuited causing a defective circuit board. The speakers and board were replaced. After this testing was done and the reported event could not be duplicated. (B)(6). (B)(4).